Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E3: reporter is a j&j sales representative. Investigation summary: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: - outer tube damaged, needle outer tube dent(s) outer tube bent - outer tube damaged, distal tip damaged deep nicks/dings/scratches - illumination distal tip fiber damaged - optical system, optical components distal cover glass/negative damaged cracked/scratched/residue proximal cover glass damaged residue cracked/broken negative - engraving/identification datamatrix code level a broken (2+ pieces) : device fractured, visual : deformed/bent, labeling : illegible etch. Per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure on (B)(6) 2024, it was discovered that the camera scope of the 4k c-mount endoscope, mitek lock 30 degree x 4 mm x 167 mm device was cracked. During in-house engineering evaluation, it was determined that the device was fractured/ broken (2+ pieces). There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9: the date device returned to manufacturer has been updated to reflect the correct information. The investigation summary was updated as per below: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: - outer tube damaged, needle outer tube dent(s) outer tube bent. - outer tube damaged, distal tip damaged deep nicks/dings/scratches. - illumination distal tip fiber damaged. - optical system, optical components distal cover glass/negative damaged cracked/scratched/residue proximal cover glass damaged residue cracked/broken negative. - engraving/identification datamatrix code level a broken (2+ pieces): device fractured, visual: deformed/bent, labeling: illegible etch. Per service reports, this complaint can be confirmed. The tube, optical, label were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.